Manufacturer narrative:
Unit received with unexpected battery power loss and battery issues. Unit had high sleep current due to moisture damage on electronic assembly.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm. Customer's blood glucose value was 134 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that this was the second occurrence of replace battery now alarm in less than 8 hours after a low battery warning. The customer stated that they did receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. Advice customer they may continue to wear pump until replacement arrives, if they insert a new battery. The device will return for analysis.